Manufacturer narrative:
No malfunction of motorized wheelchair suspected. End user reported being struck by a motor vehicle. The equipment is not available for evaluation by hoveround.

Event description:
End user alleges while operating the motorized wheelchair in a crosswalk, he was struck by a motor vehicle. Allegedly, as a result of the incident, end user sustained multiple fractures and required hospitalization and surgery.